Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown end cap: pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hai-ming x., zheng-shuai j., xue-fei y., jian y. (2012), proximal femoral nail antirotation for the treatment of elderly patients with unstable intertrochanteric fractures, chinese journal of of tissue engineering research vol 16 (35), pages 6535-6539 (china). The aim of the retrospective case analysis study is to evaluate the curative effect of proximal femoral nail antirotation is a new designed intramedullary fixation system on the basis of the proximal femoral nails; it can improve the antirotation, angle stability and cut-resistant ability. Between february 2008 and march 2010 a total of 56 patients study, including 11 males and 45 females with mean age is = 55 years old were included in the study. All patients were operated on within 7 days using proximal femoral nail antirotation - helical blade: provided by ao after injury, and after complete examinations were performed. 1 patient had died of unrelated diseases within 1 year after the implantation. The following complications have been identified: 2 patients (4%), had difficult to screw in the tail cap in the operation and the placement of the intramedullary nail tail cap was given up. 1 patient had femoral shaft crack fracture occurred during operation and was bound with steel wire. According to evaluation by imaging at 13 months after implantation, the crack fracture healed. 6 patients (11%) had pulmonary/urinary tract infection during hospitalization, and the patients recovered after symptomatic treatment such as antibiotics. 3 patients had dysfunction of the affected hip joint and limping when walking. This report is for an unk - end cap: pfna. This is report 3 of 3 for (B)(4).